Event description:
The field engineer reported that both of the monitors were blank. This would result in the loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitors. The system operates as intended.